Manufacturer narrative:
1. DHR/bhr review lot 2354420: 1-this batch of products were assembled at intima ii auto line 4 in january 2023, and packaged at cfs package line in january 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Take the retained sample of this batch for relevant testing: 1-the needle part is examined under the microscope, the needle tip and the catheter tipping show no abnormality. 2-penetration force test is performed, the needle tip force, catheter tip force and catheter drag force all meet the product specifications. Please see attachment pr#10394138-2 for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): due to no abnormality is found on process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, no defective sample has been received for relevant testing, the root cause of the complained defects cannot be determined, and the plant will continue to track and trend for the issue.

Event description:
On june 20, 2024, the mother came to our hospital for hospitalization due to loa threatened abortion and scarred uterus (history of cesarean section) at 40+4 weeks of pregnancy. At 13:38 on june 20, the mother was given intravenous infusion with an indwelling needle as directed by the doctor. Treatment, at 13:40, during the puncture process, the indwelling needle had just penetrated the subcutaneous tissue. It was found that the indwelling needle was blocked and could not continue to be inserted. The needle was immediately removed and the patient was comforted; the indwelling needle was then inspected and a 2mm long breakage was found at the front end of the needle core of the indwelling needle. , immediately report to the head nurse and report the medical device adverse event; at 13:50, the mother was given a replacement indwelling needle and another intravenous infusion treatment. 2024-7-23 update information 1. Does needle block refers to needle penetration difficult? Yes, the nurse felt a noticeable dullness during the puncture, there was resistance when the needle was inserted, it was not smooth and difficult to insert, and the patient reported pain. 2. If the penetration was difficult was the difficulty due to needle dull/blunt? The current clinical feedback is that our needles are blunt.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc needle broke. On (B)(6) 2024, the mother came to our hospital for hospitalization due to loa threatened abortion and scarred uterus (history of cesarean section) at 40+4 weeks of pregnancy. At 13:38 on (B)(6) 2024, the mother was given intravenous infusion with an indwelling needle as directed by the doctor. Treatment, at 13:40, during the puncture process, the indwelling needle had just penetrated the subcutaneous tissue. It was found that the indwelling needle was blocked and could not continue to be inserted. The needle was immediately removed and the patient was comforted; the indwelling needle was then inspected and a 2mm long breakage was found at the front end of the needle core of the indwelling needle. Immediately report to the head nurse and report the medical device adverse event; at 13:50, the mother was given a replacement indwelling needle and another intravenous infusion treatment.